Event description:
Same case as MFR report #: 2134265-2012-02211. It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 80% stenosed target lesion located in a saphenous vein graft to the distal right coronary artery (rca). There was no vessel calcification. A non-bsc embolic protection device was positioned and a 3.5x28mm ion stent was advanced and deployed in the mid segment of the graft, but the physician noted the stent was undersized due to the 5.5mm diameter graft size. Post dilation was performed multiple times with several balloons, but the 3.5x28mm ion stent was malapposed. Next a 4.0x28mm ion stent was advanced and deployed proximal to the previously placed stent and post dilation was performed with a 5.0mm balloon. Then an attempt was made to retrieve the non-bsc embolic protection device, but the embolic protection device got caught on the distal end of the 3.5x28mm ion stent and the proximal end of the 4.0x28mm ion stent and an unspecified guide catheter deep seated into the proximal stent causing deformation of both stents. The physician then had to rewire the stents and take subsequent balloons [2.5x15mm apex, 3.0x15mm quantum, 5x20mm quantum] to recreate the lumen of the stents. Finally a 4.0x32mm ion stent was advanced and deployed proximally and post dilated with a 5.0mm quantum and a 6.0mm non-bsc balloon for free flow. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: "middle aged". (B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).